Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported "the tube was damaged intraoperative." Please indicate by tube are you referring to the white plastic sheath that covers the helical passer? Yes, it is. How was it damaged, please elaborate? Sorry, I didn¿t get the information device lot number? I cannot get the lot#, as the nurse threw out the package at that time. How was the procedure completed? The surgeon completed the procedure using suture. What procedure was being performed? Sorry, there is no more information. Any patient consequence? Nothing. Status of device return? If the device was shipped for evaluation, provide the tracking number?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was reported that the tube was damaged intra-operative. There were no patient consequences reported. It is unknown how the procedure was completed. No further information is available.